Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. The target lesion was an ostial de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.8 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged with aspirin and prasugrel. On (B)(6) 2013, the patient presented with unstable angina and hospitalized on same day. Subsequently, patient was referred for cardiac catheterization and coronary angiography was performed. The 95% in-stent restenosis of previously deployed study stent in ostial lcx was treated by balloon angioplasty with 0% residual stenosis. In addition, the 90% in-stent restenosis of previously deployed unspecified stent of mid right coronary artery (rca) was treated with pre-dilatation and placement of 3.50 x 16 mm promus element stent with 0% residual stenosis. The event was resolved one day post procedure and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).